Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had experienced a loss of therapy, that their stimulator was not working since about 6 weeks ago, and that they had gained 25 pounds since having the implant. The also stated that they were not comfortable with having the implant. Troubleshooting showed that stimulation was off and the setting was 0.0v; the patient stated that they were not sure when therapy was turned off. It was reviewed that therapy needs to be on for it to be effective. Therapy was turned on and increased to 2.5v, which was the setting the patient was on prior to 0.0v. It was confirmed that there was no program. It was recommended that the patient follow up with their healthcare provider about their medical concerns. No further patient complications are anticipated or expected as a result of this event. Additional information was reported from the patient. It was reported that patient was retaining fluid and not getting rid of fluid. Patient stated they did not have a bowel movement and had gained 15 pounds. No further complications were reported.

Manufacturer narrative:
This event is not longer reportable for serious injury but for malfunction. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported changing her settings for her device once a month and she wanted to know if that was normal. The patient cannot go to the bathroom to have a bowel movement. She takes a medication daily to assists with the bowel issues. After a back surgery the patient had, her bladder was irritated and she continued to go to the bathroom all the time. The patient also noted she has never felt the stimulation. There were no further complications or anticipations reported with this event.